Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy a tsw35 was fired once without difficulty. When the reload was being placed the staff noted a black tip fell out from the cutter. A second tsw35 was opened, fired without difficulty twice and on the third firing the staples did not form all the way across. A new tsw35 was opened to complete the case. No reloads are being returned. There is no additonal information available. There was no consequence to the patient.